Event description:
A health care professional reported four defective products.

Manufacturer narrative:
Correction in d.4. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint of "defective". A product malfunction was not specified. The product was not returned. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported four defective products. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.